Event description:
It was reported to nova biomedical that a consumer rec'd a result of 444 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 92 mg/dl. During troubleshooting, the integrity of the test strips was determined to be in range. The difference in the readings was determined to be clinically significant. Test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.